Manufacturer narrative:
Correction made in section d2b. The correct code is hih. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the lens is cracked and the visibility has diminished during medical procedure. No negative impact in state of health reported.

Manufacturer narrative:
The customer's statement that "the lens is cracked" can be confirmed. During examination of the optics, a severe bend in the optical shaft was detected in the first third of the distal shaft area. The bend caused a break in the rod lens, which led to a loss of imaging.the mechanical damage found is not attributable to a manufacturing/production defect but was possibly caused during clinical use/clinical reprocessing. No further action will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID_(B)(4).